Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient underwent cataract surgery with implantation of a single-piece, non-preloaded toric intraocular lens (iol) in the left eye. At the 1-week postoperative follow-up visit, the patient reported increased blurred vision and expressed interest in undergoing an iol exchange procedure. No patient or user harm was reported. Additional information received with product return confirmed that an explant procedure was performed. The originally implanted lens was subsequently explanted during a secondary surgery and replaced with a non-johnson & johnson iol (model rxlal6005, 21.0 d). The reported reason for the iol exchange was a postoperative refractive outcome more myopic than the intended plano target. Preoperative refraction was documented as +0.25 +0.75 x 180 with a best spectacle-corrected visual acuity (bscva) of 20/40. Postoperative refraction prior to the exchange was -1.25 +0.50 x 092 with a bscva of 20/30+2, indicating a myopic outcome relative to the planned target. The patient did not experience a loss of two or more lines of bscva and reported no limitations in activities of daily living. There were no intraoperative or postoperative surgical complications, no unplanned interventions aside from the elective iol exchange, and no patient injury reported. The patient's ocular history included status post lasik in both eyes with enhancement procedures, which may have impacted iol power calculation accuracy. Following the iol exchange, the patient achieved a plano outcome and was reported to be doing well. Based on the available information, the device was considered to have caused or contributed to the event. No further information was provided.